Event description:
The complainant alleged that during incoming inspection of the product, the user was not able to adjust the pacer rate on the device. There was pt involvement with the reported malfunction.